Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 126 ohms for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed that the rv lead is a single coil lead which may yield higher shock impedance measurements. Ts discussed options to further evaluate the lead or continue to monitor the patient. The field representative is attempting to find out additional information from the clinic. The rv lead and crt-d remain in service and no adverse patient effects were reported.